Event description:
Product failure - 24g introcan closed IV catheter safety failed to engage upon completion of IV access. Needle felt resistant when advancing catheter and retracting needle. Upon removal, safety failed to cover entirety of needle.